Event description:
It was reported that screw broke off at insertion. Acl reconstruction with patella tendon autograft. Femoral was dilated and tapped; four threads were in, remainder broke off. Surgeon tried another of the same part (different lot) in the same tunnel, that one broke off at two threads inserted; all of that was retrieved from patient. No more were attempted; surgeon believes there is enough of the first implant to secure the repair. Patient had also had a meniscal repair and will be non-weight bearing for four weeks. Follow-up with facility showed first implant was inserted half-way before break and is secure in the patient. All of second attempt was retrieved.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include flexing the joint during insertion of the implant with the driver engaged, prying/leveraging the driver while the implant is still loaded, preparing a pilot hole that is too small, inserting the implant at an angle not co-axial to the pilot hole, incorrect driver and screw combination, or applying excessive force to the screw during implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.